Manufacturer narrative:
(B)(4). The customer returned one unit auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. A dimensional inspection was not required as a part of this complaint investigation. The functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device. However, it was able to close. Another attempt was made and the next clip was able to properly load and close. The third clip was also able to properly load and close. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: the device history review for the product auto endo5 ml, lot #73h1600375 investigations did not show issues related to the complaint. The IFU for this product was reviewed as a part of this complaint investigation and it states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "misfired during use" was confirmed based upon the sample received. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the first clip to not load properly. The manufacturer will continue to monitor and trend related events.

Event description:
The device misfired while in use. Nothing fell into the patient and there was no patient injury.